Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17645, 3006705815-2022-17647. It was reported that the patient was unable to set their ipg to MRI mode. One lead was having impedance issues. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.